Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a dialysis catheter. The customer reported the pt had a dialysis catheter and a central line placed at the same site within the femoral artery. Scans were performed and the radiologist injected 100 ml of IV contrast and was unsure if he used the dialysis catheter or the central line to do so. Contrast extravasation was noticed. Swelling and inflammation occurred afterwards. Both lines were then removed and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.